Event description:
It was reported by service report that the fowler would not raise, and the bed extender had a broken connector. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed extender had a broken cable connector.